Event description:
The covid portion of the combined covid and flu test has not been updated. With the new variants of covid, multiple testing for covid is required before a positive test. An uninformed person could test once and assume covid free. The manufacturer of this test should have updated the covid portion to better see if covid is positive rather than having to test multiple times. Extremely disappointing.